Event description:
Healthcare professional reported "it is difficult to remove the implants". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
E1: zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.